Event description:
Three days after the implantation, loss of capture was observed. The device was reprogrammed and the measured values were in normal range. Device remains implanted at this time. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were analyzed thoroughly. The analysis revealed that the atrial and ventricular capture control was programmed to off during follow-up on march 09, 2022 (one day after implantation). The stimulation amplitudes were programmed to 2.4 v. Thus, the capture control was not active during the follow-up on march 11, 2022. The device was then re-programmed to a stimulation output of 7 v at 1.5 ms in the ventricle. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on all data available for analysis, no pacemaker malfunction was noted.